Event description:
The patient reported redness and pain at the incision site and antibiotics were prescribed. On (B)(6) 2024, the patient was advised to go to the emergency room as they were in more pain and the incision site was more red. An explant procedure was performed on (B)(6) 2024, the patient was discharged on (B)(6) 2024, and the patient remained on antibiotics. As of the week of (B)(6) 2024, the patient was healing well and they will follow up with their general surgeon to check the incisions. No further information is available at this time.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, and improperly closing the surgical site have been ruled out as potential causes. Additionally, the patient having contraindicating conditions, severe force applied to the implant, and excessive twisting bending or stretching have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.